Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 20/2.5 mm balloon ruptured at 11 atms on the initial inflation. The lesion being treated was calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used runthrough 0.014" guidewire and a 6fr mach1 vl3 guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon successfully to complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.